Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419388 lead; 6944-65 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and no capture. Undersensing was noted with measured small p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.